Event description:
It was reported that low pacing, out of range, low voltage lead impedance and noise issue was observed on the atrial lead. Due to lead¿s unipolar configuration muscle stimulation symptom was observed. Lead was capped on (B)(6) 2017 and a new lead was implanted. Patient was stable post procedure and will continue to be monitored with regular follow ups.